Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter: results as follows: pts inratio: 3.6, doctors inratio: 3.2, lab: 2.7. Went to doctor's office and compared meters using doctor's strips. Used same finger stick - doctor's meter (1st drop) was 3.2, and pt self testers meter (2nd drop) was 3.6. Went to lab and had venipuncture done within about an hour, or slightly more - inr in lab was 2.7. Pt is having trouble getting enough blood. Using 23 g lancets for autolet (but sticking his finger manually without autolet). Had to milk and/or squeeze close to finger stick site. Not sure if strip channels were filled completely or not. Pt had been on januvia for diabetes, and doctor thought it was affecting his inr, so he stopped taking it several months ago. Also was on antibiotics in november for 10 days, but none since.